Event description:
An incepta crt-d n160/892958 alarmed. Battery drain alert detected. Estimated battery duration inaccurate due to code 1003. Generator/battery is not on known advisory list code 1003 indicates undetermined background current drain on battery, resulting in inaccurate calculation of battery charge/longevity. Dates of use: (B)(6) 2013 - (B)(6) 2017. Diagnosis or reason for use: primary prevention sudden cardiac death, crt.